Event description:
Out of range shock impedances were measured. Lead explanted during ICD change out. Lead return requested. On 09/08/2010 - this device was returned with oos documentation. Per oos, lead was fractured right above the first coil.